Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On examination, the battery compartment was found to be cracked on the side at the case seal and up toward the threads. There were no visible signs of moisture ingress observed at the time of investigation. A leak test was performed, which revealed a leak at the crack in the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump¿s internal compartment. Investigation confirmed the complaint.